Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the endoscope could no longer be rotated. The procedure was completed with no patient harm, with a backup endoscope, and with a delay of 50 minutes. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting rotation problems, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the endoscope and performed failure analysis (fa). The endoscope was analyzed and found to have a camera rotation failure. Fa found aea damage or a friction issue. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The probable root cause of this binding is attributed to component susceptibility to increased friction. This complaint is considered a reportable event due to the following conclusion: it was alleged that the endoscope had orientation problems. Poor camera control could result in unintuitive motion and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.